Event description:
When a generator was returned to the manufacturer for evaluation it was found to be set to unintended settings indicating an interrupted system diagnostic test. It is unclear if these settings were intentional and when they occurred. Attempts for information have been unsuccessful. Based on the electrical test results, the generator exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to a near-end-of-service (neos) condition. A battery life estimation resulted in 0.07 years remaining before the near-end-of-service (neos) flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the near-end-of-service (neos) condition is an expected event. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Analysis of programming history.